Event description:
The customer reported the mee-2000a has faulty power cords, and the biomedical engineer (bme) stated that these were deemed as bad. The technologists stated that the power cords could cause shock. The unit is an iom system which is used for evoked potentials, eegs, and emgs. This was not in patient use and no harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that the mee-2000a had faulty power cords. The technologists stated that the power cords could cause shock. The unit is an iom system which is used for evoked potentials, eegs, and emgs. This was not in patient use and no harm was reported. Investigation summary: as nihon kohden repair center (nk rc) was not able to duplicate the reported issue of a defective power cable, a root cause cannot be determined. Replacement cables were sent to the customer. No further issues related to the power cables were reported. As such, it is likely that the customer was experiencing an intermittent power issue. This issue has a risk of extensive injuries - medical or surgical intervention to prevent permanent injury or impairment to patient or user. Risk of electrical shock is could not be confirm and is unlikely as the product evaluation of the chord revealed no presence of exposed wiring that would cause electrical shock.

Manufacturer narrative:
Details of complaint: the customer reported that the mee-2000a had faulty power cords. The technologists stated that the power cords could cause shock. The unit is an iom system which is used for evoked potentials, eegs, and emgs. This was not in patient use and no harm was reported. Investigation summary: as nihon kohden repair center (nk rc) was not able to duplicate the reported issue of a defective power cable, a root cause cannot be determined. Replacement cables were sent to the customer. No further issues related to the power cables were reported. As such, it is likely that the customer was experiencing an intermittent power issue.

Event description:
The customer reported the mee-2000a has faulty power cords, and the biomedical engineer (bme) stated that these were deemed as bad. The technologists stated that the power cords could cause shock. The unit is an iom system which is used for evoked potentials, eegs, and emgs. This was not in patient use and no harm reported.

Manufacturer narrative:
The customer reported the mee-2000a has faulty power cords, and the biomedical engineer (bme) stated that these were deemed as bad. The technologists stated that the power cords could cause shock. The unit is an iom system which is used for evoked potentials, eegs, and emgs. This was not in patient use and no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: d10: concomitant medical device field contains not applicable (na), as no other devices were used with this device.

Event description:
The customer reported the mee-2000a has faulty power cords, and the biomedical engineer (bme) stated that these were deemed as bad. The technologists stated that the power cords could cause shock. The unit is an iom system which is used for evoked potentials, eegs, and emgs. This was not in patient use and no harm reported.